Event description:
Information received by medtronic indicated that there was a perforation of the patient's left atrial appendage during a cryoablation procedure. Cross septum access was through a atrial septal defect (asd). Ablations were performed in the lspv, lipv, and ripv. During positioning in ripv, a drop in the patient's blood pressure was noted. Pericardiocentesis done, CPR started and code called. Aspirated approximate 2000cc blood; 9 units of blood given and pressor drugs given. Patient then transferred to operating room to close patient's asd. Patient hospitalized and stable post intervention. Follow up information received (B)(6) 2014 indicated that the patient has since been discharged from the hospital. Device 2 of 3, reference MFR report: 3002648230-2014-00119 and 3007798852-2014-00011

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation.